Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient underwent surgery on (B)(6) 2019. This was due to the lead migrating. The physician repositioned the lead during surgery and effective therapy was established post operation.